Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently in a poor state of health with cardiogenic shock and a ruptured aneurysm. The physician elected to place a bifurcated stent graft and its components with a tight seal, which was successful. It was reported that the final angiogram demonstrated no extravasation and no endoleaks. The stent graft successfully sealed the rupture, which was in the false lumen. The patient was sent to recovery and was reported to be in stable condition. It was reported later that day, later the patient expired.